Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the system operated within specifications. No issue was reported. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that after sending the first 3d spin to the navigation system the spine software became unresponsive. The exam loaded in the software and the mouse could be moved but there was no software functionality. The site pushed the same 3d spin again to the system and were able to proceed as expected. Both exams appeared on the navigation system. As navigation proceeded, a 2-3 mm lateral inaccuracy on both exams was observed. The site discontinued using the navigation system as a result. There was no patient impact reported and the delay in surgery was 10 minutes. Surgery proceeded as planned.